Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using the bd insyte¿ IV catheters 20 gauge x 1.0", there was incorrect label information. The following information was provided by the initial reporter: a bd insyte autoguard brand ev catheter box labeled "20g x 1.00", contained number 22g x 1.00".

Event description:
It was reported that prior to using the bd insyte¿ IV catheters 20 gauge x 1.0", there was incorrect label information. The following information was provided by the initial reporter: a bd insyte autoguard brand ev catheter box labeled "20g x 1.00", contained number 22g x 1.00".

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.